Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No device malfunction was reported with this device, however, analysis identified a non-conformance.

Manufacturer narrative:
H3: product analysis of the phenom-27 catheter, lot # unknown found the solitaire fr stent device was returned within phenom-27 catheter. The solitaire pushwire was extending ~36.4cm from hub. The solitaire fr stent device was unable to be pushed out from within the phenom catheter. The catheter body was then dissected longitudinally for further analysis of the solitaire. No device malfunction was reported with this device. The phenom 27 total length was measured to be ~167.1cm and the useable length was measured to be ~160.5cm. No damages were found with the phenom hub. However, blood residue was found within hub. The phenom 27 catheter body was found to be accordioned at ~158.2cm for ~2.1cm and separated but retained by inner elliptical wire at ~3.1cm from distal tip. The distal tip was found to be damaged (flattened). No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿separation¿ was unable to be confirmed as no separation was found with the solitaire stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.